Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: d5, d10, h6 (medical device problem code). A getinge field service engineer (fse) reported that they tested the safety disk several times and on a different unit. The fse replaced the safety disk. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) safety disk failed (out of box failure). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.